Manufacturer narrative:
It was later determined that the customer was using 13mm diameter tubes, which are within specifications. Investigations could not determine a specific root cause based on the provided information.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The erroneous result was not reported outside of the laboratory. The sample was tested in a tube without gel and resulted as 0.16 ui/l. The gel tube of the same sample was repeated and resulted as 4052 ui/l. The original tube was then repeated on (B)(6) 2015, resulting as 4057 ui/l. The patient was not adversely affected. The hcgb reagent lot number was 183183. The reagent expiration date was asked for, but not provided. The field service representative checked the analyzer and ran performance testing. Performance testing and checks were ok. It was determined that the sample was measured in a 11mm diameter tube, which is outside of the specifications for the analyzer.